Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - 2004. PMA/510(k) number. Manufacture date ¿ unknown. This report is number 2 of 2 mdrs filed for the same event (reference 0001825034-2014-09004 / 09005).

Event description:
It was reported patient underwent a right total hip arthroplasty in 2004. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to pain. During the procedure, the tip of the cement extractor blade fractured. The fractured tip remains in the patient and the modular head and stem were removed and replaced.